Event description:
Arthrowand capsure 30 was used to perform a capsular shrinkage on the shoulder. During a follow-up visit, the pt reported experiencing numbness at the deltoid muscle. No further information was available.